Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements of 5 volts at 1.0 milli seconds with lead impedance of 426 ohms that no abnormality was observed in the impedance histogram. Moreover, the caused was unknown. However, a further increased in rv lead was observed during the recent follow up. Upon extraction, the rv lead was fractured during the procedure. Subsequently, this rv lead was electrically abandoned, replaced with the same model and the measurements were good. No additional adverse patient effects were reported.